Event description:
A discordant low immulite 2000 afp assay result was obtained upon f/u and repeat pt testing when compared to two other afp assay test methods. There was no known report of pt treatment being altered or adverse health consequences due to the low discordant low immulite afp assay result.

Manufacturer narrative:
Analysis of the system data indicate that there are no known causes which may have contributed to the discordant low immulite 2000 afp test results. There is no evidence of any pt sample interference substance. There is insufficient discordant patient sample available for f/u investigation and the customer has not provided any add'l information. No further eval of the device is required at this time.